Manufacturer narrative:
(B)(4): final device analysis of the pump revealed no anomaly found - normal device function. Final device analysis of the catheter revealed no anomaly found - acceptable catheter testing.

Event description:
It was reported the pt's device was replaced due to "skin breakdown" and the pt "was developing an infection." A new device was placed in a new pocket. Therapy was restored and the pt recovered without sequela. The medication being delivered via the device was lioresal. Additional info has been requested, a f/u report will be sent if additional info becomes available.